Event description:
The patient was implanted with a left ventricular assist device. It was reported that approximately 2 months and 8 days after implant the patient began experiencing shortness of breath and was transferred from the floor back to the intensive care unit (ICU). No device alarms were reported. The patient's lactate dehydrogenase was also trending up. During an echocardiogram ramp study it was noted that the left ventricular end diastolic diameter did not change and the aortic valve was opening with every beat. The patient was started on a heparin drip. The patient was evaluated for suspected thrombus. The system controller data log files were reviewed by the manufacturer¿s technical services and showed multiple high power elevations associated with a drop in the average pulsatility index (pi). The average pi was below the normal readings. The patient did not have any history of coagulation issues and had been maintained on an anticoagulation regimen of daily aspirin and coumadin titrated to an international normalized ratio (inr) goal of 2.5 to 3.0. The patient¿s inr at the time of the thrombosis event was at 3.0. The patient reportedly had unspecified underlying right ventricle issues and a small left ventricle which did not allow the set pump speed to be above 8200 rpm. The patient was taken back to the operating room on (B)(6) 2015 for an elective pump exchange.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient was rehospitalized d/t sob, and was r/o pneumonia. Patient started developing heart failure symptoms and had an abnormal ramp study. Which then led to the pump exchange. In the or, the pump thrombosis was confirmed by visual inspection.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The lvad pump was returned assembled with the percutaneous lead (lead) cut approximately 10¿ from the pump housing and an additional 6¿ segment of lead was returned. The remainder of the external portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and outflow elbow were returned to their respective pump ports. The sealed outflow graft and sealed outflow graft bend relief were not returned. The evaluation of the pump confirmed the report of suspected pump thrombosis. Soft, acute, non-laminated tissue-like depositions mixed with clotted blood were present in the inlet tube and inflow graft. Depositions of grainy denatured blood mixed with clotted blood were present throughout the pump. Contact marks on the outlet bearing cup and outlet portion of the rotor indicate that the deposition was present for an undetermined amount of time while the pump was in operation supporting the patient. These depositions of denatured blood were adhered to the blood contacting pump surfaces and may have formed due to an interruption in flow or low flow event. Additionally, tissue-like thrombus formations were adhered around the inlet bearing cup and inlet bearing ball. The thrombi appeared similar in size and structure, indicating that they likely developed as one formation and broke apart upon disassembly. The thrombi appeared to have formed in laminated layers and were denatured, indicating that they likely developed on the bearings over an undetermined amount of time while the pump was operating. The observed depositions would have potentially contributed to the reported hemolysis symptoms and caused increased drag on the spinning rotor, resulting in the reported pump power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device is expected to be returned for analysis. It has not yet been received.a supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.